Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer (fse) removed the auxiliary from the circuit, allowing the main unit to power up. The fse verified that the half-height legacy drawer 3 was causing the station to shut down and found the retractor band damaged by the slide rail, along with a missing bumper. The fse repaired the slide rail bumper and replaced the damaged retractor band. The customer was then asked to log in and successfully performed a recovery. The customer also inventoried medications in auxiliary drawers 3.1 and 3.2, confirming all functions were working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not powered on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.